Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 300 mg/dl. The customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin by IV drip. Customer was wearing the pump at time of hospitalization. Customer stated that this was the second time in 2 months that she went to hospital.